Manufacturer narrative:
Test results/analysis and any data recorded: the who check valves were replaced by the technician at the facility. No parts were returned to the MFR for investigation since they were discarded by the technician. The technician found that the two who check valves were allowing flow in the both directions. This failure, along with the blood pump running counter-clockwise, would allow water from the drain to be pulled into the dialyzer and blood tubing circuit. When the cs3 is dialyzing a patient, the blood pump would turn counter-clockwise, pulling blood from the arterial to the venous side of the patient. When the blood tubing set is being primed for a treatment, the blood pump runs backwards or clockwise. This allows the dialyzer to be primed and cleared of air more efficiently. During the prime mode, a patient would not normally be connected. The venous line is connected to a saline source and the arterial line is connected to the who, to dispose of the waste. The facility reported that a patient was connected to the blood set at the time. If this were the case, two possible facility errors could have occurred: (1) the machine was left in prime mode but the blood set reconnected so that the venous line was connected to the who and the arterial line to the patient. This is the correct blood set configuration for "bleeding the patient" onto the machine, but the machine must be in ready or dialyze mode, not prime mode. If this occurred, the blood pump would be pulling fluid out of a defective who and into the blood set. However, this should have been noticed immediately by the staff as they performed the patient "bleed on". It would take about a minute of the pump running in the wrong direction before who effluent could be pumped to the patient and caused an infection. (2) the machine was in ready or dialyze mode, but the blood set was mis-connected so that the arterial line was still attached to the who and the venous line was attached to the patient. In this case, the pump would correctly run counter-clockwise, but be delivering effluent from a defective who back toward the patient, agains, it would take about a minute of the pump running in the wrong direction before who effluent could be pumped to the patient and cause an infection. It is also possible that the facility had all the blood set connections appropriately connected and the machine in the proper mode, but the blood pump ran backwards (clockwise) while the machine was in the ready or dialyze mode. This would involve a second simultaneous machine failure in addition to the whoo failure reported. The facility alleges that the blood pump ran counter-clockwise in the prime mode and that they have had intermittent problems with the blood pump running backwards previously. If the facility was operating the machine in the prime mode, there should not have been a patient connected to the machine. A search that there has only been one other reported incident of the blood pump running backward.

Event description:
Prior to a dialysis treatment, the facility reported that the blood pump ran counter-clockwise during the prime mode, which caused the dialyzer to be contaminated due to the two who (waste handling option) check valves. The pt was admitted to the hosp.